Manufacturer narrative:
The t:slim user guide states: tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen had gone blank and the led light was not blinking. The customer's blood glucose (bg) level was 329 mg/dl. The school nurse thought that the battery was not charged and plugged the pump in to charge. The pump started to charge. The contact reviewed the pump history and low power alerts were found prior to the pump shutdown and reset alarms. The pump had shutdown due to a low battery. Tandem technical support assisted the contact with reloading the cartridge and resuming insulin delivery. The school nurse assisted the customer with administering a bolus of insulin. It was "normal" for the school nurse to assist the customer.